Manufacturer narrative:
H3: one device was received for evaluation. The service history review indicated no previous repairs within the last 12 months. The reported issue was confirmed through visual as the downstream occlusion (dso) sensor was torn. The dso seal will be replaced. The device will be returned to the customer after passing all tests.

Event description:
It was reported that the downstream sensor cover was cracked. There was no patient involvement.